Event description:
Interventional radiologist was attempting to remove an ivc filter from patient. Removal was successful. However, upon inspection of the filter, it was noted one of the legs was broken off and missing. There should have been 12 legs but only 11 were present. Patient was sent for CT study and small leg noted to be in left renal vein. Patient scheduled for retrieval of filter leg the next morning. Attempt made to retrieve the leg but it was unsuccessful and small metal piece migrated to the patient's right lower lobe of his lung. Decision made to leave the metal leg there for now and re-assess if patient has any issues.